Event description:
Ruptured breast implant removed. Implant not performed in this institution. Implant performed in another location following mastectomy (left) for carcinoma. Ruptured gel implant with free silicone gel contained by capsular contracture. Pathological evaluation. Product sequestered and maintained in risk management department.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.